Event description:
Patient had a fasting blood glucose comparison done. The lab result was 60mg/dl and the device reading was 81mg/dl. A test was also done on a separate device and the reading was 91mg/dl. No treatment was received. The customer states controls were in range but the values were not provided. A request was made for the suspect device and replacement product was sent.